Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during displacement test due to motor high current draw. The insulin pump passed idle current test and run current test. We were unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to prime alarm. The insulin pump had a cracked display window and cracked reservoir tube lip.